Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the defective/faulty switch could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found the front panel was flickering due to defective switch; the front panel switches were not functioning. It was also found that the xenon lamp automatically turned off soon after it's turned on. The xenon lamp was confirmed broken. It was suggested that the customer purchase a new xenon lamp. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the panel of the visera pro xenon light source occasionally malfunctioned. The panel lights turned off. The issue was found during reprocessing. There were no reports of patient harm.